Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety on a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract the needle, leaving the dirty needle exposed. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis although required; review was no conducted because a lot number was not provided. Observations and testing: although a sample was not returned a photo was provided for evaluation of this incident. The photo revealed a used iag unit which consisted of the needle/hub assembly partially retracted within the safety shield (barrel) with the activation button completely depressed. There were extreme traces of media present on the unit. Visual: the photo did not reveal sufficient evidence to identify any type of specific damage to the unit that would hinder a full/successful retraction or result in peelback. Note: further observations for damage (i.e. Scuff markings, stress markings, damaged barrel, damaged grip, etc.) Or catheter tubing damage could not be conducted without the actual sample. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect of needle retraction failure as seen in the photo; therefore this incident is indeterminate. Investigation samples(s) meet manufacturing specifications: no, although evaluation of the photo provided for this incident did not reveal sufficient evidence to identify any damage that would hinder a successful retraction, retraction failure was revealed. Conclusions: confirmation of the defect of (1) needle retraction failure, as stated in the pir, was conclusive based on the observation of the photo provided for this incident. Confirmation of the defect of peelback, as stated in the pir, was inconclusive based on the observation of the photo provided for this incident. The photo did not display sufficient evidence to identify any type of specific damage to the unit that would hinder a full/successful retraction or result in peelback. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect of needle retraction failure, as seen in the photo provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the defect of needle retraction failure was conclusive based on the observation of the photo provided for this incident. No; confirmation of the defect of peelback was inconclusive based on the observation of the photo provided for this incident. Root cause relationship of device to the reported incident: indeterminate ¿ the failure of needle retraction was confirmed with the photo provided for this incident it was also noted that the photo did not provide sufficient evidence to identify any type of specific damage to the unit that would hinder a full/successful retraction or result in peelback. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defects or the findings observed in the photo provided for this incident.